Event description:
It was reported that the 9600 system had arcing from the tube. Also, there was temperature sensor, precharge, and channel failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tube was replaced by a third party. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.